Manufacturer narrative:
As of 10/14/2020 unused returned product and retained samples of the same lot as the product reported and returned product were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests with no issues noted.

Event description:
On the initial report on 09/16/2020 consumer stated that product caused a reaction to her husband. Consumer stated her husband was hospitalized as he developed an infection, and was given antibiotics. The issue was with the pad area.